Manufacturer narrative:
Based on information reported to davol, the patient underwent explant of a composix l/p graft due to an infection that was alleged to be related to the graft on (B)(6) 2011. Currently, it is unknown whether the device may have caused or contributed to the alleged event. No medical records have been provided, including culture reports regarding the reported infection, and no sample has been returned for evaluation. While we are unable to determine the source of the alleged infection with the information available, the product's IFU states that if an infection develops, it should be treated aggressively, and an unresolved infection may require removal of the prosthesis. Without additional information, no conclusion can be drawn.

Event description:
Based on information reported to davol: (B)(6) 2011 - patient underwent explant of a composix l/p mesh due to an infection that was alleged to be related to mesh. Culture reports were not available.